Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the olympus endoscopy support specialist (ess) had indicated that an in-service was scheduled for may 11, 2021, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii colonovideoscope was used on a patient with a pathology removal and then reprocessed. The same colonovideoscope was used on a different patient during a diagnostic colonoscopy and while advancing an accessory down the biopsy channel, it appeared the tissue from the first patient was introduced into the colon of the second patient. The procedure was completed using the same device. There was no surgical delay and no patient harm. A 13mm disposable oval snare was also used during the procedure. Additional information was received from the facility on a later date stating the tissue was confirmed to be of the patient the procedure was performed on and not tissue from the patient in the previous procedure. The device did not fail during the procedure. The last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was in 2018. There had been change in the facility's reprocessing personnel since the last on-site visit by an olympus ess, however, all reprocessing personnel were trained on how to properly reprocess an endoscope.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the endoscopy support specialist (ess) in-service. The olympus endoscopy support specialist (ess) had performed an in-service on (B)(6) 2021, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training to correct and address any reprocessing deviations. The ess noted that for precleaning, the facility performs manual flushing and not automated flushing. For manual cleaning/manual flushing of the scope channels, the facility used a scope buddy. The facility used an automated endoscope reprocessor instead of manual high-level disinfection, rinsing, alcohol flush, and sterilization. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Even though reprocessing personnel had changed after the previous training by ess, the training was not conducted for the new personnel. The reprocessing personnel was not trained enough. For this reason, it was likely the reprocessing of the subject device was insufficient.

Manufacturer narrative:
This supplemental report is submitted to provide the additional results of the legal manufacturer¿s investigation. The root cause of the issue could not be conclusively specified. It was likely that the tissue was collected and suctioned from patient b and fell off from the channel and was not remaining tissue from the patient a of the previous procedure. It was likely that the tissue of patient b did not remain due to insufficient reprocessing.